Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited episodes of noise. Programming changes were made and the patient experienced no consequences.